Event description:
A philips employee became aware of a journal article (published online 22jun2013) ¿the effect of the debulking by excimer laser coronary angioplasty on long-term outcome compared with drug-coating balloon: insights from optical frequency domain imaging analysis¿. The study retrospectively aimed to establish success and complication rates of excimer laser coronary atherectomy (elca) in a con¬temporary series of patients with balloon failure during percutaneous coronary intervention (pci) of both chronic total occlusions (cto) and lesions with distal timi 3 flow. A total of 58 patients were enrolled in the study between january 2007 and january 2011. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 transient no-reflow, 1 side branch occlusion, and 1 coronary perforation (MDR #3007284006-2026-00162). Additionally, 1 patient experienced type iii coronary perforation, which was treated with bare metal stents; however, persistent hemorrhage led to cardiogenic shock and subsequent mortality (MDR 3007284006-2026-00163). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 22jun2013 has been used, the date of publication. Fernandez, juan p., hobson, alex r.,mckenzie, daniel,shah, nimit,sinha, manas k.,wells, tim a.,levy, terry m.,swallow, rosie a.,talwar, suneel,o¿kane, peter d. 2013. Beyond the balloon: excimer coronary laser atherectomy used alone or in combination with rotational atherectomy in the treatment of chronic total occlusions, non-crossable and non-expansible coronary lesions eurointervention, 9(2): 243-250. Https://pubmed.ncbi.nlm.nih.gov/23454891. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age: 72±8.5 years with 50% of patients >75 years old . A3a) patient sex - majority sex: 49 males, 9 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, filling defects (occlusion) and perforation are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.